Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent a breast augmentation primary with an unknown mentor saline breast implant has experienced postoperative left-sided deflation, confirmed by a physician. As a result, the patient underwent bilateral explantation and replacement with unspecified gel breast implants on (B)(6) 2020.

Manufacturer narrative:
On 16-jan-2020, mentor received the suspect medical device: mentor smooth round moderate plus profile saline breast implant, catalog # 3502425, lot # 5620241. Device evaluation summary: according to the information provided, the patient experienced a deflation on the breast implant. During evaluation of the device a crease was noted on anterior and extending to the posterior aspect. Also a tear was observed within the crease in the posterior view measuring approximately 0.5 cm. No other anomalies were observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. These kind of findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such a too small a breast pocket and folding or wrinkling of the shell in the breast pocket. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).